Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds since implant and decreased r-waves. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the connector bent. Other than explant damage, there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.